Event description:
Catheter was inserted through tuohy needle. Fluoroscopy showed it turned and the tip was in the caudal direction. Physician removed needle before removing catheter and upon removal, physician noted that approx 1 1/2 inches of catheter was missing from the distal tip. A second catheter was passed unsuccessfully. A third catheter was placed successfully. Pt did not have any symptoms on follow-up.